Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the lens was received and revealed loose particles and lubricant material residues on the lens surface. The haptics were slightly distorted (damaged), which could be related to the handling of the lens during the removal process. The reported unfolding issue could not be verified. Due to the condition in which the sample returned it is no possible to determine if the reported issue manufacturing related. Based on the visual inspection performed there was no indication of product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002, 21.0 diopter intraocular lens (iol) when being inserted into the eye, unfolded improperly in the patient¿s eye. There was no specific description as to how the lens unfolded incorrectly. But since the doctor already noticed that the lens was unfolding incorrectly, he decided to pull the lens back and use another lens instead. The surgery went well. There was no patient complications (no incision enlargement, vitrectomy or sutures done), no patient injury. No other information was provided.